Manufacturer narrative:
Product event summary: one controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did not reveal any anomalies during the analyzed period. Log file analysis revealed that the controller was not powered up from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2015, the controller¿s time was set, but the rtc battery depleted again, resulting in time and date loss. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The controller was received with its real time clock (rtc) reset to zero. However, when set to the current date and time, the rtc was able to retain the new settings.no failure detected. The most likely root cause of the rtc¿s reset to zero can be attributed a rundown of the controller¿s rtc coin cell. Due to an extended period of time without connection to a power source. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that real time clock was not functioning properly. The controller was exchanged. No patient complications have been reported as a result of this event.